Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after requesting a bolus, the customer did not observe drops of insulin exit from the end of the tubing. Additionally, during troubleshooting with the clinical diabetes specialist (cds), the customer reported carbohydrates values were not observed in the pump history. Review of the pump history verified that carbohydrates values had not been entered by the customer when boluses had been requested; however, the customer was adamant that values had been entered. Additionally, after requesting a bolus, the customer reported receiving a prompt that stated blood glucose will decrease due to the bolus and therefore would not deliver the requested bolus. Reportedly, the customer did not have insulin on board and did not have a low blood glucose value. During troubleshooting with the cds, this event was not observed. Blood glucose ranged from 400-600 (mg/dl) and was addressed via manual injections. Reportedly, the customer continued using the pump and had manual injections available as alternate insulin therapy.